Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported that the device was in use with patient for orotracheal intubation as part of an anesthetic induction protocol. The user placed the tube in the patient using an intubation stylet. Once the tube was placed, the user attempted to remove the intubation stylet from the tube but could not disconnect the stylet and tube. According to reporter, the delay in intubation resulted in acute hypoxia. Patient was intubated using a different brand of tube with no permanent adverse effects reported.

Manufacturer narrative:
The customer reported that three devices contributed to two reported events (one device per event). The customer returned two devices for evaluation. It could not be determined which device was associated with which reported occurrence; therefore, the evaluation of the two returned devices will be used for the medwatch. The following MFR were submitted related to the evaluation: 2183502-2016-00555, 2183502-2016-00556, and 2183502-2016-00557. Two portex® endotracheal tubes were returned for investigation. Visual inspection of the returned devices found no evidence of the reported kink. The two endotracheal tubes were then cut into three and the inner and out diameter were measured. It was found that both the inner and out diameter thicknesses were within specification. Additionally, both plug and ring gauge tests were performed and it was found that both devices met specification. Investigation was unable to confirm the reported issue and found that the samples were within specification. (B)(4).